Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level was reported to be 650mg/dl. It was reported that the customer's blood glucose dropped to 168mg/dl. Troubleshoot for high blood glucose was reported to be conducted. Troubleshoot was reported to not be completed, the customer will be calling back to continue.